Event description:
It was reported that the patient's lead had impedance issues after falling off a chair. As a result, the patient underwent surgical intervention. During surgery, it was found that the lead was fractured. The lead was explanted and replaced and effective therapy was established post-operatively.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The reported event of fractured lead was confirmed. The lead was received cut but complete. The lead was returned cut as a result of the explant procedure. Microscopic inspection of the lead revealed all wires were broken at 20.4cm distal to the stimulation end. The broken wires are consistent with an overstress condition the lead was subjected to while in vivo.